Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as multiple hardware. The fse removed extra seal on the reference electrode and replaced multiple hardware components, including the ise tubing and the reagent syringe, which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low anion gap results and erroneous ion-selective electrolytes (ise) patient results, which includes, sodium (na), chloride (cl), carbon dioxide (co2) and potassium (k), on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The samples were repeated on another analyzer with results considered correct. The customer did not provide patient demographics. The customer provided data for one patient sample.